Event description:
A malfunction was reported on the pump, and caller received assistance to reset it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and caller successfully reset the pump without recurrence of the malfunction code. Caller was instructed to contact support if any issues arise again.